Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing multiple low blood glucose lately and that their glucometer that came with the insulin pump may be reading incorrectly. The customer was hospitalized on (B)(6) 2017 due to low blood glucose. The customer's glucometer read 44 mg/dl while the emergency medical technician's meter read 108 mg/dl. The customer treated their low blood glucose with glucose tablets. The customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.